Manufacturer narrative:
Section d6b: corrected.

Manufacturer narrative:
Onset of driveline infection in may 2019 is addressed under manufacturer report number 2916596-2024-02669. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient developed new pseudomonas driveline infection with abdominal wall abscess (B)(6) 2024 with debridement on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, then again (B)(6) 2024. The patient experienced symptoms of worsening pain and drainage. The patient underwent a pump exchange on (B)(6) 2024 due to the pseudomonas infection. The pump ((B)(6) was exchanged to pump (B)(6) then, the pump (B)(6) was exchanged again to pump (B)(6) because there was impaired flow noted through the pump. When the pump ((B)(6) was exchanged, it was noted that the outflow graft (ofg) was twisted. The original pump functioned as intended. The patient was still admitted, with a plan to discharge.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the report of low flow with a twisted outflow graft was unable to be confirmed as no log files, images, or product was available for evaluation, and a specific cause for the event was unable to be conclusively determined. The patient underwent a pump exchange to left ventricular assist device (lvad), serial #(B)(6), on (B)(6) 2024. Impaired flow was noted through the lvad, so the decision was made to exchange the lvad again. The outflow graft was found to be twisted. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.